Event description:
It was reported that during coronary stenting treatment procedure, the hub of the stent broke. The pt status is reported as "okay". No other additional info is available at this time.